Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a trellis device. The customer reports this was a bilateral case, and one of the two devices used had its drive wire break during the procedure. The catheter itself also broke and was left inside the vessel. The broken catheter and drive wire had to be snared out by the interventional radiologist. No reported adverse effect on pt.